Event description:
Device was plugged in to the system and the screen flashed and then flashed white. It was unplugged and plugged back in but it did the same thing. So, a new device was used and worked fine.